Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited high capture threshold and diminished sensing, revealing rv lead dislodgement. The rv lead was repositioned on (B)(6) 2022. The patient was stable throughout.